Event description:
It was reported that the pressure needle was broken. Patient involvement is unknown.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection noted: "device was received in with damages on the instruction label, front panel label and battery cover, surrounding the patient outlet connector, eye ball with glue, scratches on manometer glass, tidal volume is rubbing to front panel." The tamper seal was damaged. Functional testing was able to duplicate and confirm the reported complaint. Root cause was attributed to the damaged front panel. "Tidal volume was rubbing to damaged front panel." The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Changed rfv assembly.